Event description:
It was reported by the rep the device was used in a subfascial endoscopic perforator surgery. It was reported that the al326 was being used in a subfascial endoscopic perforator surgery and the surgeon noticed the top jaw of the clip applier was not attached to the clip applier. They thought that it was in the pt's leg, however it was later found outside the pt and on the sterile field. There was no consequence to the pt.